Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to the filter being fractured and occluded, perforation of the wall of the ivc and inability to remove the filter. The implanted filter poses a progressive risk of additional perforation of the vena cava and surrounding vital organs, vessels and structures, which, can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration, additional fractures and embolization, and thrombosis/clotting causing serious injury and death. The patient is forced to live with the possibility that these complications can happen at any moment which has led to severe fear, stress, anxiety and loss of enjoyment of life. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. According to the medical records provided, the patient had a history of depression, migraine headache, swyer-james syndrome (sjs) status post partial lung resection, recurrent venous thromboembolism: thrombotic occlusion of inferior vena cava (ivc) and bilateral iliac vein occlusion with venous claudication, recurrent throat stenosis, gastroesophageal reflux disease (gerd), antiphospholipid syndrome, deep vein thrombosis (dvt), secondary pulmonary arterial hypertension in addition to multiple interventions. Approximately two years post implantation, the patient was evaluated for worsening venous stasis in the lower legs. The patient has a very complicated medical history including a prior history of venous stenting, known coagulopathy, antiphospholipid syndrome, multiple past deep venous thromboses and previous ivc stent placement. The patient developed what appears to be iliocaval deep venous thrombosis and underwent an angio vac device. It appears that bilateral common iliac vein stents were placed after suction thrombectomy was performed of the iliac veins. It appears, according to the report that the ivc was patent at that time. The patient stated swelling resolved after the procedure and was placed on coumadin. The patient developed persistent clots in the legs, causing swelling, leg pain and pain in the right lateral chest, which limit the patient¿s ability to swim, walk or climb stairs. The patient developed spontaneous bleeding from the varicosities on the left scrotum. The patient has a history of nose bleeds which occur one to two times a week, episodes of hematemesis frequently due to grd and an esophageal hernia. The patient had the right lung removed and a quarter of the left lung removed due to swyer-james syndrome. In addition, the patient has a diagnosis of copd. Approximately two years post implantation, the patient was evaluated for worsening venous stasis in the lower legs. The patient has a very complicated medical history including a prior history of venous stenting, known coagulopathy, antiphospholipid syndrome, multiple past deep venous thromboses and previous ivc stent placement. The patient developed what appears to be iliocaval deep venous thrombosis and underwent an angio vac device. It appears that bilateral common iliac vein stents were placed after suction thrombectomy was performed of the iliac veins. It appears, according to the report that the ivc was patent at that time. The patient stated swelling resolved after the procedure and was placed on coumadin. The patient developed persistent clots in the legs, causing swelling, leg pain and pain in the right lateral chest, which limit the patient¿s ability to swim, walk or climb stairs. The patient developed spontaneous bleeding from the varicosities on the left scrotum. The patient has a history of nose bleeds which occur one to two times a week, episodes of hematemesis frequently due to grd and an esophageal hernia. The patient had the right lung removed and a quarter of the left lung removed due to swyer-james syndrome. In addition, the patient has a diagnosis of copd. Approximately three years and eleven months post implantation, the patient underwent a CT venogram of the abdomen, revealing thrombosis of the ivc below the level of an ivc filter inferior to the renal veins. The ivc above the filter is patent, with patent renal and hepatic veins. The infrarenal ivc is very diminutive consistent with chronic thrombosis. Stents in the common iliac veins bilaterally are largely thrombosed, probably with some partial recanalization of the right iliac vein stent. Suboptimal opacification of the common femoral and iliac vein somewhat limits assessment. The common femoral veins are likely patent bilaterally. The right external iliac vein to the level of the stent appears patent. The left external iliac vein is slightly smaller, possibly with a few thin internal filling defects which may represent chronic thrombus. Multiple large retroperitoneal and subcutaneous collateral veins. The ivc filter is somewhat deformed, probably with at least one or 2 broken but without obvious embolization into the suprarenal ivc. Additional findings: multiple hepatic cysts, cholecystectomy, mild aortic atherosclerosis, non-obstructive calculus lower pole left kidney, small hiatal hernia, postoperative changes of right pneumonectomy, small fat-containing umbilical and inguinal hernias. Additionally, the patient was submitted to a CT venogram of the thorax with intravenous contrast. The examination was negative for pulmonary embolus. Venous phase images demonstrated a patent superior vena cava and postoperative changes of right pneumonectomy with shift of the heart and mediastinum to the right. No metallic densities were seen within the heart or thoracic vessels to suggest embolized components of the ivc filter. No intracardiac thrombus. Additional findings: probable right-sided tracheal diverticula , small ground glass nodule in the left upper lobe, multiple small noncalcified pulmonary nodules with a few calcified granulomas, small hiatal hernia, multiple hepatic cysts, cholecystectomy, ivc filter and collateral veins in the right and left lateral chest wall. Approximately four years post implantation, the patient presented for clinic consultation for an attempt at recanalization and potential filter retrieval. The history of present illness (hpi), described a 47-year-old male patient with multiple medical problems including chronic kidney disease, copd, emphysema, antiphospholipid antibody syndrome status post placement of a permanent inferior vena cava filter in 1999 subsequent development of ivc occlusion along with iliac vein occlusion and with significant post thrombotic syndrome. A review of a venogram done a year earlier demonstrated left common iliac vein stent with proximal chronic occlusion of the left external iliac vein and partial occlusion of the right common/external iliac vein stent. There is drainage via retroperitoneal and lumbar collaterals. Venography of the extremities demonstrated chronic partial occlusion of both femoral veins and the left common femoral vein. Additionally, a CT abdomen/pelvis performed a year earlier demonstrated a diminutive inferior vena cava with in situ permanent inferior vena cava filter which appears at least partially fractured. Furthermore, most of the filter components are in the precaval fat (not within the lumen). The physician discussed the difficulty in retrieving this filter, which is permanent, and fractured, along with extra vascular location of most of the filter components. Discussed attending retrieval, and if retrieval was not possible, performing inferior vena cava, iliac vein, and femoral vein recanalization. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately three years post implantation. The patient reports perforation of filter strut(s) outside the ivc, migration of fractured strut(s), blood clots, clotting, and/or occlusion of the ivc, device unable to be retrieved. The patient further reports leg pain and swelling, ivc stenosis and collateral veins. The irretrievable filter subjects the patient to the risk of future and progressive filter failure including migration, fracture (filter strut retained in the suprarenal ivc), embolization of a fracture, clotting, thrombosis, perforation and even death. Symptoms and injuries include, but are not limited to, ivc stenosis, occlusion of the ivc, leg swelling, fractured tines, perforation of the ivc and inability to remove the ivc filter. The filter poses a progressive risk of additional perforation of the vena cava and surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an ongoing risk of deep vein thrombosis (dvt) and thrombosis, an increased and progressive risk of migration and additional fractures causing serious injury and death. The patient is forced to live with the possibility that these complications can happen at any moment which has led to severe fear, stress, anxiety and loss of enjoyment of life.

Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown; if received, it will be provided. Complaint conclusion: as reported, the patient had placement of the optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to the filter being fractured and occluded, perforation of the wall of the ivc and inability to remove the filter. Per the medical records, history includes depression, migraine headache, swyer-james syndrome (sjs) status post partial lung resection, copd, recurrent venous thromboembolism: thrombotic occlusion of inferior vena cava (ivc) and bilateral iliac vein occlusion with venous claudication, recurrent throat stenosis, gastroesophageal reflux disease (gerd), antiphospholipid syndrome, deep vein thrombosis (dvt), secondary pulmonary arterial hypertension, depression, migraine headache, previous ivc stent placement and multiple interventions. The patient has a history of nose bleeds, hematemesis frequently due to gurd and an esophageal hernia. Approximately two years post implantation, the patient had worsening venous stasis in the lower legs. The patient developed iliocaval deep venous thrombosis and underwent an angio vac device. The ivc was patent at that time. The patient developed persistent clots in the legs, swelling, leg pain and pain in the right lateral chest. The patient developed spontaneous bleeding from the varicosities on the left scrotum. Approximately 4 years post implantation, a CT venogram, revealed thrombosis of the ivc below the level of an ivc filter inferior to the renal veins. The ivc above the filter was patent, with patent renal and hepatic veins. The infrarenal ivc is very diminutive consistent with chronic thrombosis. Stents in the common iliac veins bilaterally are largely thrombosed, probably with some partial recanalization of the right iliac vein stent. Suboptimal opacification of the common femoral and iliac vein somewhat limits assessment. The common femoral veins are likely patent bilaterally. The right external iliac vein to the level of the stent appears patent. The left external iliac vein is slightly smaller, possibly with a few thin internal filling defects which may represent chronic thrombus. Multiple large retroperitoneal and subcutaneous collateral veins. The ivc filter is somewhat deformed, probably with at least one or 2 broken but without obvious embolization into the suprarenal ivc. Additional findings: multiple hepatic cysts, cholecystectomy, mild aortic atherosclerosis, non-obstructive calculus lower pole left kidney, small hiatal hernia, postoperative changes of right pneumonectomy, small fat-containing umbilical and inguinal hernias. The examination was negative for pulmonary embolus. Venous phase images demonstrated a patent superior vena cava and postoperative changes of right pneumonectomy with shift of the heart and mediastinum to the right. No metallic densities were seen within the heart or thoracic vessels to suggest embolized components of the ivc filter. No intracardiac thrombus. Additional findings: probable right-sided tracheal diverticula, small ground glass nodule in the left upper lobe, multiple small noncalcified pulmonary nodules with a few calcified granulomas, small hiatal hernia, multiple hepatic cysts, cholecystectomy, ivc filter and collateral veins in the right and left lateral chest wall. The patient presented for an attempt at recanalization and potential filter retrieval. A review of the venogram demonstrated left common iliac vein stent with proximal chronic occlusion of the left external iliac vein and partial occlusion of the right common/external iliac vein stent. There is drainage via retroperitoneal and lumbar collaterals. Venography of the extremities demonstrated chronic partial occlusion of both femoral veins and the left common femoral vein. Additionally, a CT abdomen/pelvis performed a year earlier demonstrated a diminutive inferior vena cava with in situ permanent inferior vena cava filter which appears at least partially fractured. Furthermore, most of the filter components are in the pericaval fat (not within the lumen). The physician discussed the difficulty in retrieving this filter, which is permanent, and fractured, along with extra vascular location of most of the filter components. Discussed attending retrieval, and if retrieval was not possible, performing inferior vena cava, iliac vein, and femoral vein recanalization. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc, migration of fractured strut(s), blood clots, clotting, and/or occlusion of the ivc, device unable to be retrieved. The patient further reports leg pain and swelling, ivc stenosis and collateral veins. The patient reports fear, stress, anxiety and loss of enjoyment of life. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture/separation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to 20% of patients. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and collateral circulation do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown. If received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to the filter being fractured and occluded, perforation of the wall of the inferior vena cava (ivc) and inability to remove the filter. The implanted filter poses a progressive risk of additional perforation of the vena cava and surrounding vital organs, vessels and structures, which, can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration, additional fractures and embolization, and thrombosis/clotting causing serious injury and death. The patient is forced to live with the possibility that these complications can happen at any moment which has led to severe fear, stress, anxiety and loss of enjoyment of life. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The reported event does not note implantation or attempted removal of the device. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. An occlusion within the ivc filter does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. The briefing mentioned that an ivc perforation occurred. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to the filter being fractured and occluded, perforation of the wall of the ivc and inability to remove the filter. The implanted filter poses a progressive risk of additional perforation of the vena cava and surrounding vital organs, vessels and structures, which, can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration, additional fractures and embolization, and thrombosis/clotting causing serious injury and death. The patient is forced to live with the possibility that these complications can happen at any moment which has led to severe fear, stress, anxiety and loss of enjoyment of life. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.